Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
(B) (4). It was reported that shortly following a percutaneous carotid artery intervention stenting treatment procedure, the patient experienced a stroke and a non-elevated st myocardial infarction. The index procedure treated the 90% stenosed, 7.2x10mm target lesion located in the right ostium internal carotid artery. Treatment attempted to use a filterwire ez, but the filterwire ez was not able to cross the lesion. The lesion was eventually crossed using a v18 guidewire. A non bsc guide catheter was used to then exchange to a non bsc wire allowing for the deployment of a non bsc filter wire under fluoroscopic guidance. Following this, a 10x24mm carotid wallstent was successfully implanted. Following post dilation, a 10% residual stenosis remained. Following the procedure the same day, the patient was found to have a left hemineglect, left facial droop and noticeable significant weakness at the left upper extremity. She however, continued to be hemodynamically stable. Per the cardiology consult report, the stroke was secondary to embolism. A carotid duplex indicated a 1-49% stenosis of the right proximal internal carotid artery (ica); patent right ica stent, and less than 50% external carotid artery stenosis. Following her stroke event, the patient¿s cardiac enzymes indicated elevated troponin (1.77). Per the cardiology consult report, elevated troponin were most likely secondary to her stroke. She did not have any chest pain and no evidence of acute coronary syndrome. On day 3, an ECG showed sinus bradycardia with marked sinus arrhythmia, non-specific st abnormality. When compared to the ECG from day 1, criteria for anterior infarct, criteria for anterolateral infarct, elevated st in lateral leads, and t-wave inversion in lateral leads were not present. On day 4, the event was resolved without residual effects. She was treated with medical management which included beta blockers, plavix and anticoagulation. Following this event, the patient¿s condition improved. Physical and occupation therapy were ordered and the patient was discharged to a rehab facility. She will follow-up with her primary care physician, cardiologist, and principal investigator.